Manufacturer narrative:
Correction: suspect medical device from faradrive sheath to fararwave catheter. The farawave catheter has not been returned for analysis. Inspection of the returned faradrive sheath found a kink at the middle of the active length of the shaft. An attempt to evaluate the sheath's functionality was unsuccessful as the steering knob was unable to be rotated, resulting in the failure to engage the deflection mechanism. Due to the failure to achieve deflection, the steering knob was detached to inspect the internal components and found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw. This defect resulted in the difficulty to operate the steering knob when it engages onto the gasket, identifying this as the cause of the failure during functional testing. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that near the conclusion of a pulse field ablation procedure with a farawave catheter, the guidewire was stuck and not retracting or advancing. The physician tried changing from basket to flower, but it didn't help. The catheter was removed it from the body and replaced it with a new catheter. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that near the conclusion of a pulse field ablation procedure with a farawave catheter, the guidewire was stuck and not retracting or advancing. The physician tried changing from basket to flower, but it didn't help. The catheter was removed it from the body and replaced it with a new catheter. The procedure was completed with no patient complications. The device is expected to be returned for analysis.